Event description:
Initially reported by company representative: "two caregivers were in room to transfer resident from bed to chair. Tenor lift was placed over the bed and sling under resident. Caregiver lifted resident with tenor lift off bed. Rolled lift back with resident about three feet, stopped, closed legs on tenor lift to prepare to turn lift to chair. At this point a snap was heard and resident, sling, and spreader bar fell to the floor, about three feet. Resident landed on left side and spreader bar landed on resident's right side. One caregiver left room to get staff nurse while other caregiver remained in room with resident. Nurse requested an ambulance be called to transport to ER. X-rays were done on hips and shoulders. Patient had bruising, left forearm had skin tear and complained of back plan. No other injuries seen."